Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent excision of breast mass on (B)(6) 2019 and suture was used. During the procedure, the suture pulled off the needle. A like device was used to complete surgery. There were no adverse patient consequences reported.